Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During procedure, after the septal puncture, the faradrive was inserted into the body along the wire, the dilator was then removed, and the farawave was inserted into the sheath. At that time, back flow was performed, but air was drawn several times. The device was replaced, and procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. Analysis of the returned faradrive sheath did not find any defects or confirm an existing leak path that supported the allegation of air ingress as described in the complaint. The reported event was not confirmed.

Event description:
During an atrial fibrillation ablation, a faradrive steerable sheath was selected for use. During procedure, after the septal puncture, the faradrive was inserted into the body along the wire, the dilator was then removed, and the farawave was inserted into the sheath. At that time, back flow was performed, but air was drawn several times. The device was replaced, and procedure was completed without patient complications. The device is expected to be returned.